Event description:
It was reported that the user experienced hypoglycemia while using an ilet pump after removing a cartridge and reinserting it into the pump without rewinding while remaining connected, which raised concern for unintended insulin delivery; troubleshooting and education were provided on proper rewind and disconnection procedures, and the user had 129 units remaining in the cartridge. Symptoms included low blood glucose at 55 mg/dl without reported neuroglycopenic or adrenergic symptoms. Outcomes included self-treatment with 15 grams of oral glucose and stabilization of trend on the pump; no medical intervention or hospitalization occurred. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed user handling error related to failure to rewind prior to reinsertion while connected to the body. It was concluded that the event was attributable to user error, with device function not confirmed to be at fault, and the user elected to continue self-management with guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.